Event description:
It was reported by service report that the siderails cannot be locked in the up position and the power cord was damaged. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Siderail pivot arm corroded.